Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No frozen screen or button error alarm noted during testing. Unable to verify for operating currents including low battery, weak battery, failed battery test alarm or battery indicator anomaly due to no act button response. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a button error alarm that they were unable to clear. Customer reported the alarm occurred after receiving a weak battery alarm and changing the battery. The customer's blood glucose was 210 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.